Event description:
The clinic reported that a laser vision correction patient felt that her flap bed moved. The surgeon noted that the flap was off and used q-tip to recenter the flap. It was stated that the patient was advised not to touch her eyes, however, was constantly doing so. Flap was in place prior to leaving the center at approximately noon on (B)(6) 2013. On (B)(6) 2013, the patient was seen by the surgeon and the surgeon decided to refloat the flap in the right eye. Due to the flap being in a wrong position for a few days, some epithelial ingrowth was noted and removed during the procedure. On (B)(6) 2013, the visual acuity sans correction (vasc) was noted to be 20/20 for the right eye and 20/20 for the left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.